Event description:
It was reported that a malfunction alarm occurred, leading to a high blood glucose (bg) level of 661 mg/dl that was addressed with a manual correction injection. Additionally, it was reported that a cartridge alarm 20 occurred during the load sequence. Customer's bg for this event was 185 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm could not be verified; however, the malfunction alarm was verified.